Event description:
Ab ipp device was implanted on 8/8/88. The left cylinder and pump were revised on 8/31/88. Both cylinders were revised on 5/15/89. The entire device was removed from the pt on 10/31/96 due to infection. A malleable device was implanted. Add'l lot/ser no: 1583j 009.